Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the atrial lead exhibited noise when the patient moved her left shoulder. The patient's condition was good and the lead remained implanted.